Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and failed due to lcd and window damage. Pictures were taken. A receiver charge test was not performed due to lcd damage. A receiver boot test was performed and failed due to a damaged lcd and the receiver screen being frozen on the date/time screen. Functional tests were not performed due to lcd damage. An attempt to set the time and date manually was performed and failed. The receiver log was not downloaded and reviewed due to lcd damage. The allegation was confirmed. The probable cause was determined to be a damaged lcd screen. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The allegation was undetermined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Receiver charge and boot tests were performed and passed. The receiver was downloaded and reviewed finding no error related to the complaint.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display was frozen. Data was received but not investigated as data will not confirm the issue. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.